Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The review of the inspection records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. There is no evidence to indicate a device issue. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained with device evaluation that adds value to the relevant content of this report, a follow-up report will be sent. Not returned to manufacturer.

Event description:
Item fell apart during implantation additional information was received on dec. 28th 2017: surgeon didn't encounter resistance while inserting prosthesis. Disc space was distracted. The prosthesis was inserted straight into the disc space. No x-rays. Reporter doesn't recall him alleging that there was a deficiency in the device.